Event description:
During central line replacement over wire, three arrow percutaneous sheath introducers with heomostasis valves failed to function properly resulting in aspiration of air instead of blood via the side arm indicating possible incompetence of the one way valve system. No harm to pt, e.g. No air entered pt's circulation. However, multiple site manipulations can increase risk of blood stream infection. A different brand introducer was placed without difficulty.